Event description:
The customer reported that at 24,682 joules of use during a prostate procedure, the paint came off and was flaking into the pt's prostate. The tips landmark was unreliable to continue use. The procedure was continued with a third fiber; this report is for the second fiber. The case was completed by turp. There was no report of injury.

Manufacturer narrative:
Ref MFR report #: 2937094-2012-00619 (first fiber used) and 2937094-2012-00622 (third fiber used). Fiber analysis: the fiber cap was found to be drilled through. The cap was also found to exhibit detritus, char and devitrification. No paint issue or flaking of the tip was observed. The drilled through fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The probable root cause of the device failure was determined to be heat accumulation due to tissue contact and/or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.